Event description:
It was reported that high impedance was seen during a generator replacement after the new generator was connected. Upon lead inspection, there was a visible fracture. The lead was replaced. The suspect device has not been received by manufacturer to date. No other relevant information has been received to date.